Manufacturer narrative:
Batch review performed on 16 august 2019 lot 130595: (B)(4) items manufactured and released on 12-apr-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 6 years from the primary due to pain caused by an aseptic loosening of the stem. The surgeon revised the stem, head, cup, and liner successfully.